Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2016-00020. The reported complaint was confirmed. The outer insulation of the power cord was torn in the middle of the power cord. The field service representative (fsr) replaced the existing power cord with a new power cord. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity (found during rounds), the system-1 power cord was damaged. There was no patient involvement.